Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, inflammatory response, kidney disease, toxicity, liver disease. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received on 06/23/2025 june 23,2025 and section h11 should be updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, inflammatory response, kidney disease, toxicity, liver disease. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown contaminant was observed on the accessory flip doors, top enclosure, bottom enclosure, rear panel, and iso port. A dust-like contaminant was observed on the accessory flip doors, top enclosure, front panel, bottom enclosure, blower, blower box, and inside the inlet of the blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the bottom enclosure. What appeared to be an insect carcass was observed on the rear panel. A keratin-like substance was observed on the outlet of the blower box. ER-2243857(v01) addresses the issue of keratin. A blue plastic-like particle, possibly a filter retention clip, was observed laying on the blower box, underneath the blower. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer was not able to confirm the complaint, or address the symptoms specified. Section h6 updated.